Event description:
Legal, the plaintiff's attorney alleged that the decedent experienced shortness of breath and was hospitalized on (B)(6) 2006, experienced cardiovascular event on (B)(6) 2006 and expired on (B)(6) 2006, after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00119, 00120, 00121, 00122, 00123, 00124 and 2937457-2013-00037, 00038 and 00039.